Event description:
Rptr states that the referenced device needs conspicuous warnings to check the electrical stimulation setting before each use. Rptr states that she used the device at the wrong setting and suffered a severe migraine headache, vitral detachment with her eyes, developed floaters in her eyes & tinnitus.